Manufacturer narrative:
Initial.

Event description:
It was reported that the user repeatedly received an ¿unable to proceed¿ error during the fill tubing step despite successful rewinds and dry-run attempts, consistent with a device occlusion during setup; the issue occurred with the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem leading to a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.